Manufacturer narrative:
The user reported receiving a low glucose event on 02 april 2025 at 06:28 am where user's sg was 73 mg/dl and bg was 94 mg/dl. A review of the data management system (dms) data revealed that on 02-apr-2025 at 6:25 am mst user's sg was 73 mg/dl, and bg was 94 mg/dl. A review of the alert history revealed that the user did not receive a low glucose alert at the reported time as user's sg was above 55 mg/dl. User further reported that he haven't been low and his glucometer shows 66 but he got a lot of eversense readings of 55 or below.a review of the system since insertion showed that the user received several low glucose alerts between 26 mar 2025 - 28 mar 2025. The only fingerstick taken in this time frame while the system showed glucose below the low alert level was on 27 mar 2025 7:22 pm with bg = 74 mg/dl and sg = 56 mg/dl.the user did not seek medical treatment because according to his bg he was not having a low glucose event. The user's hcp was not aware of the event and was advised to follow up with the hcp for further medical guidance. In an associated case(196597) of the user about sensor inaccuracy,review of the in-vivo data revealed transient optical instability in reference channels during the reported time of the low glucose alerts.the system was in the process of getting stabilized from insertion (early wear adjustment). This observed instability most likely contributed to the sg/bg mismatch at the time of the event. The user was advised to continue the use of the system. A review of 2 weeks (april 08, 2025 - april 22, 2025) data post recovery was analyzed and the system started displaying better agreement between the sensor readings and fingerstick measurements, and began to perform within expectations. B4. Date of this report 17 may 2025. G3. Date received by the manufacturer? 17 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a false hypoglycemia event on 02 april 2024 at 6:28 am where user's sg was 73 mg/dl and bg was 94 mg/dl.after dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg never went below the alert level.the user didn't seek for medical treatment and didn't need to treat himself because he confirmed with his bg that he wasn't having a low glucose event.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.